Manufacturer narrative:
Continuation of d10: ddmb1d4 ICD date implanted: (B)(6) 2023; 5076-52 lead implant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the ER (emergency room) with an audible alert toning. An interrogation of the device was done. The information received on the remote transmission was reviewed by qualified personnel. It was determined that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and elevated sensing integrity counter (sic). Other alerts that triggered for the rv lead were for lead noise and high/undefined pacing impedance. The egm (electrogram) showed double counting, oversensing, t-wave oversensing (twos), and significant undersensing during true vt(ventricular tachycardia) episodes. The patient was transferred to another hospital. Another interrogation was done and it was additionally noted that there was a spike in rv pacing impedance and an insulation breach was suspected. The patient was then hospitalized for a lead revision procedure. At the procedure the rv lead was capped and replaced. No patient complications have been reported as a result of this event.